Manufacturer narrative:
The patient demographic of weight was not supplied by the customer. (B)(6). A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. No hardware errors, flags or other assay issues were reported in conjunction with this event. There is no evidence that the access accutni+3 reagent was returned for evaluation. Two samples were sent to the beckman coulter complaint handling unit. The patient samples were analyzed on the access 2 immunoassay system serial number (B)(4), and recovered with access accutni+3 results of 0.29 and 0.25 ng/ml. These results confirmed the results obtained by the customer. The access accutni+3 normal reference range is 0.00 - 0.04 ng/ml. Interference testing, using a mix of different blockers, was performed. The blockers used in the interference testing consist of pool 1 (polymak 33, hbr-1) which is composed of animal derived antibodies and ap mutein, a blocker related to alkaline phosphatase. The samples recovered above the assay reference range when tested with ap mutein blocker, with results of 0.27 and 0.24 ng/ml respectively. The results of the interference testing using pool 1 of animal derived antibodies significantly reduced the results to within the assay reference range as it recovered at 0.07 and 0.06 ng/ml respectively. Per the accutni+3 instructions for use (IFU) limitations of procedure: "for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the patient sample. Patients who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures utilizing immunoglobulins or immunoglobulin fragments may produce antibodies, e.g. Hama, that interfere with immunoassays. Additionally, other heterophile antibodies such as human anti-goat antibodies may be present in patient samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of patients suspected of having these antibodies. Other potential interferences in the patient sample could be present and may cause erroneous results in immunoassays. Some examples that have been documented in literature include rheumatoid factor, endogenous alkaline phosphatase, fibrin, and proteins capable of binding to alkaline phosphatase. Fibrinolytic agents activate proteases that may influence protein measurements, including troponin. Carefully evaluate the results of patients suspected of having these types of interferences." In conclusion, the investigation demonstrated that heterophile interference, which is listed in the access accutni+3 limitations of procedure, is the cause of the falsely elevated troponin results.

Event description:
The customer reported obtaining reproducible elevated troponin I (access accutni+3) results for one (1) patient involving the laboratory's unicel dxi immunoassay system (serial number (B)(4)). The initial elevated access accutni+3 result was above the customer's normal reference range. The customer repeated patient sample and obtained a similar result above the customer's normal reference range. Customer then sent the sample to another hospital where it was tested for the troponin t assay on an unknown method. The troponin t result was within normal reference range. The initial elevated accutni+3 result was released out of the laboratory. There was a change in patient treatment as the patient remained in the hospital, based upon the access results, until customer received the troponin t result. The customer did not report further change. Calibration and qc (quality control) parameters were all recovering within expected ranges at the time of the event. The patient's sample was collected in a becton dickinson vacutainer serum tube and was centrifuged at 3,500g (g-force) for ten (10) minutes at room temperature. No issues with sample integrity were reported by the customer.